Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results with control solution. However the reporter did not report any results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.